Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 216 mg/dl (advantage) and 94 mg/dl (health center's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.